Event description:
Customer reported receiving imprecise readings on their freestyle lite blood glucose meter. The customer obtained readings of 400 mg/dl, 200 mg/dl and 70 mg/dl. When plotting the readings against the average on a parkes error grid, the results fell in the "b", "a", and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.